Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the sync functionality stops when the ECG out cable is used from the monitor to the mrx defibrillator. There was no report of patient impact.